Event description:
It was reported that an intermate ruptured during filling. The device was being filled with tienam diluted in normal saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured february 28, 2013 - march 1, 2013. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample was received for evaluation. Visual inspection confirmed the ruptured bladder. A microscopic inspection identified that there were markings on the exterior surface of the bladder near the rupture line. If additional relevant information is obtained, then a follow-up MDR will be submitted.